Manufacturer narrative:
Patient's information was requested from the hospital, but will not be provided to ge healthcare.

Event description:
A customer reported that a telemetry patient was paced, and went into asystole, however, the device only alarmed for pause. The patient expired. There is no allegation of equipment malfunction. Engineering reviewed the full disclosure strips, which showed apparent changes in qrs morphology in 2009 that resulted in eventual loss of qrs detection by the system. The morphology changes appear to be predominately both a gradual widening of qrs duration and a loss of qrs amplitude to values that were no longer within the detection capability of the system. This initially resulted in sporadic beat detections that were incorrectly interpreted by the system as pause and brady alarms. The loss of beat detection eventually caused the computed heart rate to drop to zero and an asystole alarm was asserted by the device at approximately 10:47:30. Engineering concluded that alarm performance of the device appears to be within design specification for the waveform and conditions present. Ge healthcare's evaluation of the reported event is ongoing. A follow up report will be submitted once the evaluation is completed.